Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files captured a motor stopped and low speed advisory events.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed a single low flow hazard alarm; however, a specific cause could not conclusively be determined through this evaluation. The account submitted a log file for review. Analysis of the submitted log file revealed a transient low flow hazard alarm captured on (B)(6) 2022 when the flow dropped below the 2.5 liters per minute (lpm) threshold. The pump remained above the low-speed limit and appeared to be functioning as intended. The log contained alarms associated with the patient swapping to their backup controller on 21nov2022 (MFR # 2916596-2022-15643). The previously reported motor stopped and low speed alarm were related to controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 05jun2018. The heartmate ii lvas insrtuctions for use (IFU) is currently available.pump speed, power, flow, and pi are also addressed in section 1 of this IFU. The low flow alarm is triggered when the flow is less than 2.5 lpm. The section entitled "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.